Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (b)( ), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was an occlusion at the catheter tip. The catheter was disconnected from the pump and wouldn¿t aspirate or flow freely, the physician then clipped that catheter at the spine incision and the catheter wouldn¿t flow freely or aspirate. The physician attempted to flush the catheter once he trimmed it to a length that a bolus from the catheter would be safe for the patient but the catheter wouldn¿t flush with preservative free saline or isovue dye. It was also noted that the logs were checked and an MRI (magnetic resonance imaging) was done- the results were not reported. The entire catheter was explanted and discarded by customer, it would not be returned to manufacturer. The pump was also replaced at the family¿s request as eos (end of service) was ¿approximately¿ one year and they ¿already had an appointment with a surgeon for a replacement anyway.¿ the device system was used to infuse lioresal. The symptoms associate with the event included fever, hypersensitive skin, itching and burning sensation of the skin, the symptoms were located ¿over all of body.¿ additional information has been requested, but was not available as of the date of this report.